Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-15258. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the right ventricular lead and noise oversensing and inappropriate automatic mode switch on the atrial lead. No changes or intervention was reported; the clinic would continue to monitor the patient. There were no patient consequences.